Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Two (2) tibial impactor pads broke during surgery.

Event description:
Two (2) tibial impactor pads broke during surgery.

Manufacturer narrative:
Product available to stryker. Device was not returned. An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: not performed as no medical records were provided. Product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided and the device was not returned. Further information such as the product return are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened.